Event description:
The consumer reported she is having a reaction to "botox" injections. Stated, she is experiencing "itching" and breakouts on her skin. Stated, the facility reported the issue on her behalf and other patients that experienced the same issues. The consumer asked if the product had been reported as "contaminated". Explained I would need samples back to have her issue investigated. The consumer stated she does not have samples because the injections she had was done at the botox facility. She called to get the results but the facility is not responding to her. Stated, the facility offered to give her "steroids" for the outbreak and itching but she declined. The consumer was hoping to get feedback from embecta. I explained, we can not confirm or disclose any information regarding another file not belonging to her but I can document her concerns or issue with the product. Lot: unknown, catalog: 328440, date of event: unknown, samples: no. Consumer stated, she will continue to follow up with the botox facility. Cl.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.